Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer called and wanted part numbers to replace the caster and fork for this chair. She mentioned that the bolt broke.